Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, eight heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the first seal that cracked and a subsequent seal was used to attempt completion of the procedure.